Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9230 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been complaining for the past several months, sometime last year, that feels a burning sensation after about 10-15 minutes of recharging. When asked, caller said that don't use the drape instead they place the recharger directly over bare skin and said that the patient is very thin. Caller said that last time patient was recharging was at 60% and when reached 90% patient said that it was burning so caller removed the recharger. Caller also said that sometimes patient falls asleep during a recharge session however is still alert and provides comments. Reviewed recharging information and options to consider such as placing a cloth barrier over the skin before placing the recharger over the implant, and to reduce the recharger speed. Caller said that someone in the family will recharge implant every 10-14 days. Caller said will try using the drape and also consider using a thin cloth barrier. Caller will also consider changing the charging speed to see if that makes a difference. If that doesn't resolve the iss ue, caller to consider scheduling an appointment at healthcare provider office to have implant checked. The patient was redirected to their healthcare provider to further address the issue. Caller said patient saw local neurologist, on february 17th however caller wasn't there, another family member. Caller also mentioned that will have the other side completed in the near future and that will be performed by the same implanting physician in florida.